Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During pulmonary vein isolation (pvi), blood pressure dropped and effusion was confirmed by ultrasound. Protamine was administered, drainage was performed and the procedure was terminated. The patient's blood pressure improved and the patient returned to the room. Atrial septal puncture was performed with rf needle. Ablation was performed prior to the cardiac tamponade being identified. No steam pop was confirmed. No abnormalities observed during the use of the product. Additional information was received on 20-aug-2024. Patient improved. The adverse event was discovered during use of biosense webster products. Additional information was received on 04-sep-2024. The physician commented that the cause of adverse event was unknown. The patient fully recovered. The patient has been discharged from the hospital. The patient required extended hospitalization for 2 days because of the follow-up observation.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31353424l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).